Event description:
The following information was provided: knee-revision. Pt. Presented with a periprosthetic fracture of the distal-femur, following a triathlon-tka from "some years ago". Surgeon performed an orif with a retrograde im-nail and swapped out the ps-insert with the same size(s). Femur and tibia components were left in-situ. No complaints filed against the components themselves, no further info available. Were there any allegations vs. The revised liner? No, nothing, simply revised to gain access to the ps intercondylar ¿box¿ for the retrograde-nail.